Manufacturer narrative:
E.1 initial reporter facility name - (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station appeared to have a shortage. The field service engineer (fse) removed all auxiliary cabinets to investigate a persistent hardware shortage. After isolating components, the issue was traced to the controller board in half height drawer 5. Both half-height drawer controller boards and the controller module were replaced. All components and the pyxibus cable were reseated, and the hardware powered on successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.